Event description:
The pt had an anterior wall mi nine months after treatment of an instent restenotic lesion with a cypher. Cag showed thrombus in the treated area. Pci was performed on this pt who presented for elective treatment of an instent restenotic lesion (after stent with a competitor's bare metal stent) in the proximal lad of 8.0mm in length in a 3.5mm vessel diameter. The lesion classification was b1. Pre-procedure medications included asa 200mg day and ticlopidine hydrochloride 200mg/day. Intra-procedure medications included sa 200mg day, 8000 units of heparin and ticlopidine hydrochloride 200mg/day. The target lesion was not pre-dilated before deploying one 3.5x18mm cypher at 14 atm. Post-dilation was conducted with a 3.5x 15mm balloon at 12atm for unspecified reasons. Intravascular ultrasonograpy (ivus) was conducted. Timi iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 0%. Post-procedural medications included sa 200mg day and ticlopidine hydrochloride 200mg/day. Nine months later, the pt returned to the hospital with anterior wall acute myocardial infarction. Cag was conducted and thrombus was present in the implanted cypher stent. Aspiration was conducted. Left ventricular ejection fraction measured by echo is below 45-50%.